Event description:
The customer originally returned his evis exera ii gastrointestinal videoscope due to an air flow issue in the main airway system. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial, the user's report was confirmed, the nozzle was clogged with an unspecified material. Additionally, the distal end was cracked, with the adhesive separated. The protector coating of the connecting tube was damaged and the switch 1 button was also found worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the clogged air/water (aw) nozzle. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the foreign material was not removed during reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿reprocessing manual_ cleaning, disinfection and sterilization procedures_ precleaning flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection and sterilization procedures_ manual cleaning flushing detergent solution into the air/water channels.¿ olympus will continue to monitor field performance for this device.